Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (device, including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that "dr. Implanted the above implant after with bone cement in a well fixed acetabular shell manufactured by a company believed to no longer be in business. The periprosthetic femur fracture was addressed with a plate and screws and dall miles cable. Dr. Addressed the patient's dislocation problem with above implant. Dr. Acknowledged that he was well aware he was using the implant in an off label manner. The outer polyethylene surface was modified by dr. With high speed burr to give it better cement fixation characteristics in the well fixed acetabular shell component, by creating shallow indentations along the outer surface of the component. The implant was then cemented into the shell and the hip was relocated to dr. Satisfaction."